Manufacturer narrative:
H10: per additional information from the customer, reprocessing was performed according to IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the evis exera ii colonovideoscope, for the annual inspection. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water tube had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: air/water cylinder has no color; suction cylinder has no color; due to damage on charging coupled device (ccd) unit, the image has white dots; due to wear of angle wire, the play of right/left knob is out of the standard value; objective lens has a scratch; light guide lens lens has a crack; and universal cord has a scratch; an air/water tube has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.